Event description:
Erratic sodium results since 2007. The following examples were provided. On the same day, initial sodium result of 142 mmol/l, same sample repeated 3 times on the same analyzer recovered 134 mmol/l each time. This sample was also repeated on a different analyzer using the same methodology and recovered 134 mmol/l. On twelve days later, 2 pt examples provided: 1st pt initial result 129 mmol/l, same sample repeated twice on the same instrument gave result of 136 mmol/l each time. Same sample repeated on different instrument, same methodology, recovered 137 mmol/l, 2nd pt initial result 130 mmol/l. Same sample repeated on the same instrument gave result of 136 mmol/l. Same sample repeated on different instrument, same methodology, recovered 136 mmol/l. Initial results were not reported. The field service rep was unable to determine cause. The user reports no further occurrences.